Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty printed circuit board (patient board set) was found, causing no image on olympus series 180 scopes.

Event description:
A user facility reported to olympus that no image was produced when using the olympus cv-190 with olympus tfj scopes from multiple pigtails. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed after a 30 minute delay using another like device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the synchronous circuit of the patient board due to the age of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.